Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. On (B)(6) 2024, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, and two treatments in the left lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2024. On (B)(6) 2024, the date of the procedure, the patient presented with non-serious urinary urgency and non-serious pollakiuria. No action was taken to treat either event. Both events were reported as not recovered/not resolved.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on 26dec2023. On 22nov2024, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, and two treatments in the left lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2024. On 21feb2024, the date of the procedure, the patient presented with non-serious urinary urgency and non-serious pollakiuria. No action was taken to treat either event. Both events were reported as not recovered/not resolved.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. On (B)(6) 2024, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, and two treatments in the left lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2024. On (B)(6) 2024, the date of the procedure, the patient presented with non-serious urinary urgency and non-serious pollakiuria. No action was taken to treat either event. Both events were reported as resolved on (B)(6) 2024.